Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events of 30 mg/dl. Grapes and candy were consumed to treat bg level. Although requested, the customer declined troubleshooting and declined to provide additional information.